Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator change out the right atrial lead exhibited loss of capture. The lead was capped and replaced successfully on (B)(6) 2017. The patient tolerated the procedure well, no issues and was stable.